Event description:
It was reported that a flo-gard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. The device was serviced at the customer site by a field service technician. The sample was visually inspected and underwent a power on self test. The reported condition of a battery low alarm was verified in the alarm log review; the cause was determined to be due to the batteries being depleted and inoperative. To correct the issue, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.